Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager was identified as failed due to faulty latch. A field service engineer, replaced the latch and cables to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager flex lock on the refrigerator in the orhold pyxis continues to experience lockout issues. The customer stated that there was a patient care delay due to this malfunction. There were no adverse events or injuries reported based on this incident.